Manufacturer narrative:
The product referred to in the event description is not sold in USA, but it is similar to a product which is sold in the USA. The returned device was visually inspected. Results: the elbow connector was not connected to the end of the pressure line. A lot check revealed no other similar complaints for this lot number. Conclusion: it is likely that the elbow connector of the pressure line was omitted during our assembly process. Our monitoring and trending for missing or wrong components in breathing circuits has a rate of occurrence worldwide for the last year of 0.037%.

Event description:
A hospital reported via our distributor that an elbow connector for the rt125 infant breathing circuit was not included in the packaging. No patient consequence was reported.